Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: flat creases and the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify broken striated, wear abrasion and more than three openings striated. Based on the device analysis the final assessment is: a broken striated in the side radius assessed as surgical damage. More than three striated in the side anterior/radius assessed as surgical damage.

Event description:
Healthcare professional reported "left side rupture.¿ device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture, capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "left side rupture¿ and capsular contracture, baker grade iii. Device has been explanted.